Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed three dashes while the smart device displayed sensor warm-up. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event based on the findings of a delay in receiver start up which began after the smart device requested the initial calibration. A root cause could not be determined.